Event description:
It was reported that customer was running, fell, and caused pump in loose case to fall, which led tubing to disconnect from cartridge and required full reload of cartridge before insulin could be resumed. There was no adverse impact to the customer¿s blood glucose level. Customer reconnected tubing, reloaded cart from beginning, successfully resumed insulin.